Manufacturer narrative:
Failure analysis conclusion: the oad was returned to csi for analysis with a competitor catheter. The device operated as intended during functional testing. The outer diameter of the crown met specifications. No abnormalities were identified with the crown that would have contributed to the device becoming stuck in the vessel. At the conclusion of the failure analysis investigation the stuck-in-lesion event was not confirmed. Analysis also identified the saline sheath had sustained a melted hole. A driveshaft filar was deformed and fractured in this area. Scanning electron microscopy analysis of the fractured filar faces could not conclusively confirm what caused the damage. The competitor catheter was kinked, which created resistance while removing the driveshaft crown section. The saline sheath and driveshaft damage may be the result of localized, elevated stress levels applied to the saline sheath and driveshaft while spinning. It is possible that the damage identified on the oad occurred as a result of the damage at the distal end of the competitor catheter. However, this could not be confirmed. The exact root cause of the sheath and shaft damage was unable to be determined. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(6).

Event description:
The diamondback peripheral orbital atherectomy device (oad) stopped spinning and became stuck in a highly calcified lesion in the superior femoral artery. The guide catheter, which was already in vivo, was advanced over the crown to free the oad. The procedure was abandoned. There were no patient complications.